Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer went to the emergency room (ER) with a blood glucose (bg) level was 488 mg/dl and ketones that were not identified as dangerous by a healthcare provider. Reportedly, the customer administered a bolus via pump to address elevated bg level and received intravenous fluids of saline and insulin in the ER, the customer was released on (B)(6) 2025 with issue resolved and not permanent damage. The customer continued to use the pump for insulin therapy.